Event description:
It was reported by the rep that the (1) tlc55 was used during a colon resection procedure. It was reported that the surgeon used the device once without incident and on the second firing the instrument became jammed. The blade would not go forward farther than 12 inches. The case was completed with a new device and there was no consequence to the pt.